Event description:
Reference number (B)(4) event occurred in the united arab emirates it was reported that patient faced spring misfire event on (B)(6) 2024. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.